Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, the machine alarmed and test strips confirmed the blood leak. Estimated blood loss was 100ml's. No medical intervention was required and the patient had no adverse effects.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. And investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.